Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels implanted in initial surgery: th12-sai pre-operative diagnosis for revision: unsuccessful bone union caused rod breakage it was reported that the patient underwent a revision surgery due to post-operative rod breakage at cranial portion of l5. The broken rod was replaced with another one using percutaneous pedicle screw method.